Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that this right ventricular (rv) lead dislodged two-day post-implant. The patient was presented back to the electrophysiology (ep) laboratory and the rv lead was successfully repositioned without incident. The local representative commented that the patient had been non-compliant with instructions about restricting arm movement post-implant procedure. In (B)(6) 2013, boston scientific received information from a patient verification form that this patient died five days following the pacemaker implant procedure. According to the physician, the use of the device or both procedures (implant and lead revision) did not cause or contribute to the patient's death.